Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported, the customer¿s insulin pump alarmed button error. Customer¿s blood glucose was 127 mg/dl. Customer¿s father reported he did not recall any significant event that may have caused the device to alarm. Customer¿s father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.